Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery having a damaged connector, causing pin 2 to be bent and not contacting the monitor. The root cause for the damaged connector could not be positively identified. There was no adverse event that resulted from the damaged battery.